Event description:
It was reported that a fractured impactor was received from a hospital. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 foreign source: switzerland. The hospital the device was received from was: (B)(6). Phone#: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that an impactor fractured during femoral placement as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Visual examination of the provided pictures identified instrument is fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.